Manufacturer narrative:
The product was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the battery housing fractured at the weld, which could potentially expose the non-sterile battery to the sterile field. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.